Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age & date of birth: no patient involvement. A3: patient sex: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown . E1: establishment name: (B)(6). E1: phone number: unknown. E3: occupation: technologist. G4: 510(k) no.: k130280. No actual device was returned. Confirmation of the provided images and videos: it was found that the oxygenator blood import was deformed from the outside toward the inside. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar issue has been reported. According to the investigation results, no anomaly was found in the manufacturing records. Based on the provided image, it was inferred that some kind of external load was applied to the blood inlet port, leading to the deformation. However, since the actual device could not be confirmed, it was not possible to clarify the cause of the occurrence. The instructions for use (IFU) for capiox fx05 indicates as follows: "if the product is dropped during set-up, do not use it. Replace with another device." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the oxygenator's blood outlet had deformation. The event occurred pre-treatment; therefore, no patient was involved or harmed.